Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 402 mg/dl at time of incident. Customer reports they did not feel okay to troubleshooting. Customer would like to stop and contact their health care professional. Customer states auto mode feature did not active. Customer declined to continue with the troubleshooting. The device will not be returned for analysis.